Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "preventative replacement". Later, healthcare professional reported "malignant neoplasm of breast". Later, healthcare professional reported "capsular contracture baker grade unknown". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device. Biopsy results showed cd 3 (+, a few), cd 20(-), cd30(-), alk(-). Device will be returned.